Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.

Event description:
It was reported that the patient underwent surgery and recovered well. The doctor found a broken screw 9 months post op and recommended a conservative treatment. The patient felt symptoms getting worse and experienced numbness in the leg recently. No other complications were reported.